Event description:
There were multiple prep failures of the abbott perclose closure device. The devices were not deployed and there was no harm to the patient. Manufacturer response for abbott perclose closure device, abbott perclose closure device (per site reporter) mfg notified by site.